Event description:
It was reported the pt experienced ineffective stimulation on her right side. Reprogramming was unable to resolve this matter. The pt is going use a new program to determine if this will give her a satisfactory result.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.